Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature difference of more than 2 between outlet monitor temperature (t1) and outlet control temperature (t2). Per review of wo on 19apr2023, no patient involvement and symptoms were detected during the equipment inspection. Per sample evaluation results received on 19apr2023, alarm #79 was occurred continuously. Per follow up information received via email on 27apr2023, repaired the device on the field. And replaced a tank harness. The issue was resolved. During functional test, if outlet monitor temperature (t1) was 12, outlet control temperature (t2) was 9.

Event description:
It was reported that the arctic sun device had temperature difference of more than 2 between outlet monitor temperature (t1) and outlet control temperature (t2). Per review of (B)(6) on (B)(6) 2023, no patient involvement and symptoms were detected during the equipment inspection. Per sample evaluation results received on 19apr2023, alarm #79 was occurred continuously. Per follow up information received via email on 27apr2023, repaired the device on the field. And replaced a tank harness. The issue was resolved. During functional test, if outlet monitor temperature (t1) was 12, outlet control temperature (t2) was 9.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. When tested this device by bypass mode, there was a difference of more than two degrees between t1 and t2. Alarm #79 was occurred continuously. Tank harness was replaced. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.